Manufacturer narrative:
The baxter technician found parts 188006 (foot section receiver kit) and 188005 (latch bracket weld ment kit) needed to be replaced. The affinity birthing bed is intended to be used as a birthing bed for women of childbearing age in an ldr (labor, delivery, recovery) or ldrp (labor, delivery, recovery, postpartum) setting within the acute care labor and delivery market. It is not intended for use as a general hospital bed. The bed's foot section can be lifted off to allow the patient's legs to be placed in the bed's foot/leg supports. To remove the foot section, the device IFU instructs the caregiver to "lift and slide the foot section toward you while taking a step backward." Upon removal place it on the floor with the perineal stand down to hold it upright. To install the foot section to the bed following removal the IFU states "grasp the foot section with both hands. Position the foot section onto the mounting brackets located on the bed frame. The foot section must be fully secured under the mattress to provide safe support. Possible personal injury or equipment damage could occur. Pull to ensure that the latch is engaged." Hill- rom identified an issue associated with the affinity 4 bed's lift-off foot section. The issue could potentially cause the installed foot section to be improperly engaged onto the bed. If the damaged foot section should disengage during use, there is a risk that this could result in injury to the user due to a fall. A review of photographs of the device associated with this event submitted by the customer indicates that the customer failed to perform an urgent correction latch modification (mod 1331) associated with this device's lift-off foot section. The notification of the modification was noted to be mailed to the distributor on (B)(6) 2021, on (B)(6) 2021, and (B)(6) 2021. Of note, the modification notification included the serial number of the bed associated with this event. The customer submitted the response form dated on (B)(6) 2021, indicating that the bed did not require the modification. The photographs of the device associated with this event submitted by the customer indicate that this modification failed to be performed on the bed associated with this event. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in november 2023. It is unknown if the facility performed any other preventative maintenance on this bed. The customer reported that on (B)(6) 2023, a patient sat down on the left corner of the affinity 4 bed, and when the patient "leaned on the tray that is connected between the two legs, the tray became detached, and the patient fell and injured her shoulder." The injury was initially described as a "blow to the shoulder." No further details were provided at that time. Follow-up with the customer found that no medical intervention was required for this event. Based on the details provided by the customer, of no medical intervention required, it is reasonable to conclude that the patient did not sustain permanent impairment of a body function or permanent damage to a body structure and did not require medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, which concludes no serious injury occurred in this event. If the event were to recur, (lift off foot section fails to support the foot section) it is likely to cause or contribute to serious injury or death. The technician replaced parts 188006 (foot section received kit) and 188005 (latch bracket weld ment kit) to resolve the reported event. Based on this information, no further action is required. If any additional details are received the complaint will be addressed accordingly.

Event description:
The customer reported that on (B)(6) 2023, a patient sat down on the left corner of the affinity 4 bed, and when the patient "leaned on the tray that is connected between the two legs, the tray became detached, and the patient fell and injured her shoulder." The injury was initially described as a "blow to the shoulder." No further details were provided at that time. Follow-up with the customer found that no medical intervention was required for this event. The bed was located at the account. This report was filed in our complaint handling system as complaint (B)(4) .